Manufacturer narrative:
(B) (4). H6. Eval results: cva/stroke.

Event description:
Two endeavor spring rx drug-eluting coronary stent delivery systems length 30mm, diameter 3.0mm (MFR report #2953200-2010-00358) and length 12mm, diameter 2.5mm were used to treat a lesion 70% stenosis and no calcification in a patient's mildly tortuous mid lad. In stent restenosis is reported approximately 4.5 months following index procedure. A pci revascularization was carried out, where two other brand stents were implanted in the mid lad. One day later, the patient suffered a spontaneous intracranial hemorrhage. Patient was diagnosed with intracranial bleed by cat scan. Patient required platelets and a prbc transfusion of 4 units was carried out. Investigator indicated that there was no relationship to the study device. It was reported that the patient recovered with treatment.